Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The control printed circuit board (pcb) and the pressure transducer circuit board (pcb) was identified defective. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the gas supply test, pressure transducer test and o2 sensor test failed during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).